Manufacturer narrative:
The ge service rep ordered a gib and backplane to replaced on the system.

Event description:
The customer reported that the system will not boot up. No patient injury was reported.